Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to a possible atrial lead dislodgement. A chest x-ray was performed which verified there was a change in atrial lead position. On (B)(6) 2018, the patient presented in clinic and it was noted that the atrial lead exhibited loss of capture with normal sensing. The lead was reprogrammed to address the anomaly. On (B)(6) 2018, the atrial lead was successfully extracted and replaced. It was reported that the patient did not experience any symptoms due to the dislodgement. During the post procedure follow up, the patient reported experiencing shortness of breath and dizziness. It was noted that the patient had uncontrolled diabetes due to their medication. No further information was reported.